Manufacturer narrative:
(B)(4).

Event description:
The pt presented with symptoms of reduced intrathecal baclofen efficacy. The physician read the pump and the pump logs and found multiple rotor stalls and recoveries had occurred. No emi was identified. They planned to check the catheter path and schedule a replacement. There was reported to be no pt injury; the pt was well. The replacement was not yet scheduled. Additional information has been requested, a f/u report will be sent if additional information becomes available.